Event description:
The device was returned for service. During service by baxter, a cracked door was found. According to the facility representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
The facility representative reported "occlusion level 1". Information was not provided regarding whether or not the problem occurred during a patient infusion. Evaluation summary: the pump was evaluated by a baxter service technician. The reported condition of occlusion alarm-level 1 was confirmed, caused by a cracked door. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.